Event description:
It was reported that the patient underwent an endoscopic sinus surgery during whcih the absorbabic heomostat was used and left in place. Eleven days post operatively the patient developed a severe meningitis like headache that lasted for more than one month. The patient was prescribed steroids and antibiotics and his condition has resolved.